Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation pcb connections were evaluated and reseated. The 5vdc power supply voltage was adjusted to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up and failed to display fluoroscopic exposures. No pt serious injury or death was reported related to this event.